Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(6).

Event description:
It was reported in a journal article ¿laparoscopic roux-en-y gastric bypass: a step-by-step approach ¿that patient underwent laparoscopic roux-en-y gastric bypass surgery on an unknown date and suture was used. Phase 1 running stitch suture used to over- sew staple lines on disconnected stomach and vertical aspect of gastric pouch. Phase 2 suture is used to close the common enterotomy. Phase 3 suture used to close the gastrojejunostomy in lembert fashion. The patient possibly experienced gastrointestinal leak, intra-abdominal abscess and / or gastro gastric fistula. The patient possibly required radiologic or surgical intervention. Additional information will be requested.